Event description:
It was reported that the patient developed a urinary tract infection (uti) and experienced chronic joint pain. It was noted that the device was implanted on (B)(6) 2007. The patient stated that ''the clinician did not program and she received no help.'' Additional information received reported that the physician had ''not seen the patient since 2009.''

Manufacturer narrative:
Product ID 3093-33, lot # v018108, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer.